Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant medical devices: cmrm6133 tyrx, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. It was noted the patient had an antibacterial absorbable envelope placed at initial implant and purulent drainage from pocket was observed. No further patient complications have been reported as a result of this event.